Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that it was clarified that the patient had gotten out of her car one day in the month of july (a few weeks prior to the report) and felt like she pulled something/was in pain. The patient said her pain had gotten worse since then and it was shortly after that she said that she thought that the stimulator would turn on a couple of times. It had never turned on by itself prior to that. Prior to (B)(6) 2019, it had never happened previously. Contributing factors may have been that the patient had lost about 55 pounds since the device was fist implanted, most of it recently. At the time of the replacement, the patient was about (B)(6). Since having the new implantable neurostimulator implanted, the patient has not noted any issues. Everything is so far so go as far as this being fully resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient claims that over the weekend, her battery was turning on all by itself, inadvertently. It happened about 6 times. It was reported that the battery was turning on when she does not need it or want it on. Contributing factors included that the patient just noticed that it would turn on, and she shut it off when she was active. The patient thought that this had happened previously too. She insists that it¿s off and keeps turning on. The patient was instructed to keep her remote with her. The patient has an appointment scheduled for (B)(6) 2019 for troubleshooting. Surgical intervention was not planned or performed. There were no further complications reported.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.